Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). Dried liquid was found in the patient unit of the ventilator. It was found on the expiratory channel printed-circuit board (pcb) and it had also flowed down to other parts inside the ventilator. Received pictures confirmed the dried liquid inside the ventilator. Additional information from the hospital that our fse received states, there had been a problem with the dialysis equipment which the liquid (blood) came from. It was further reported that the customer decided to scrap the ventilator due to the liquid (blood) contamination. Ingress of liquid substances on pc boards can cause failures/short-circuits that lead to a ventilator malfunction. Our conclusion in this matter is, that the ingress of a liquid substance (blood) in the ventilator led to the reported failure.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error code after being powered on, indicating disabled expiratory channel failure at start-up. Further, it was observed that there was a dried liquid on several printed-circuit(pc) boards inside the ventilator, on the frame and on the battery module unit. There was no patient involvement reported. (B)(4).